Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. Unable to verify light display anomaly due to blank display. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
Customer's father reported via phone call that the device had a blank display. There was also condensation under the screen. Customer's blood glucose was 236 mg/dl. There was a crack under the device casing. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.